Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir leaked. Customer's blood glucose was 160mg/dl at the time of incident. Troubleshooting found that the customer can smell the insulin and see the insulin inside of the compartment. Customer indicated that the leak may have occurred in (B)(6) of 2015. The line was disconnected at this point and troubleshooting called customer back and left a message. No further details given.